Event description:
Complainant alleged that while attempting to cardiovert a (B) (6), female patient, the electrodes caused the associated defibrillator to display a "check pads" message. Complainant indicated that they received another set of pads and another defibrillator to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. This medwatch report is similar to medwatch report 1220908-2010-00734.

Manufacturer narrative:
Complainant indicated that the electrodes were discarded, and will not be returned for evaluation.